Event description:
It was reported that it shocked the patient when trying to charge it on saturday (B)(6), 2015. The patient was shocked inside. They thought it was pinching them so they tried to move it. Then, they really got shocked so the patient just had it off. Information regarding if the patient still had concerns with their device or therapy has been requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical devices: product ID: 3778-60, ,serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. (B)(4).